Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked at the lower fitment as the nurse was flushing the line after a chemo infusion. No patient or clinician harm was reported.